Event description:
It was reported that premature battery depletion was suspected. Device was explanted.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. The device was received seven years after its explant date, which explains the inability to establish telemetry in the laboratory. It was noted that the device was used as an off-label bi-v device, which would have depleted the battery more quickly than normal. The device is believed to have had normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.